Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
B5: additional information received on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 04-may-2020.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the device confirmed that the tamper seal was missing and the battery door was found damaged upon receipt. Functional check and non-destructive testing of the pump was performed. Error codes were not found in the event history log. Results: the customer reported problem was not duplicated during the investigation. Both sensors calibrated without any issues. The upstream and downstream occlusion sensor's millivolt value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. There were no visual defects with the upstream occlusion sensor. Root cause for the reported event would be attributed to excessive loctite on the downstream occlusion sensor bezel which was attributed to the customer. It is recommended to replace the downstream occlusion sensor as a precautionary measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.